Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Mfg date: information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested: did the top jaw of the device broke off? Did the top jaw of the device fall into the patient? Was the broken top jaw retrieved from the patient? Did this cause a change in the plan of care for the patient? Is the broken top jaw being returned with the device? Or, was the broken top jaw discarded?

Event description:
It was reported that during a pelvic tumor resection procedure, the moving part of the jaw is released. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch #m91u3m. The device was returned with the jaws misaligned and not detached as reported. Upon inspection under magnification of the jaw it was noted that one of the retention pins that holds the jaws in position was sheared off. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.